Event description:
Original complaint was received as guide wire tip was stretched. Upon receipt and evaluation of the device on 8/29/97 the complaint is confirmed for coil separation. There was no pt involvement as this was detected at prep.